Event description:
It was reported that patient underwent hip replacement surgery on (B)(6) 2008. Revision procedure was performed on (B)(6) 2014 due to broken stem. No further information has been received.

Manufacturer narrative:
The stem was returned for evaluation. The neck of the bi-metric stem fractured as a result of fatigue, which may have been initiated by a fretting/galling process at the taper interface. Possible rim contact due to subluxation or joint laxity may have exacerbated stresses at this region and led to such a process. The selection of lateralised components suggests that soft tissue tensioning could have been a concern of the surgeon at the time of the primary surgery. However, further information such as radiographs are required to patient information and radiographs are required to confirm if this was the definite root cause of failure of the prosthesis.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product evaluation has been initiated, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.